Event description:
Had both knees injected with synvisc one. One knee blew up had to be drained and given steroid (drained 2x) 50 cc + 40 cc. Other knee not inflamed. Knee is now unusable. I fell on street unable to walk any distance. Face swelled up. Dizzy, upper respiratory issue-shortness of breath, lethargic. Prior to injections, I was healthy, on no medication and exercised every day. I walked 6 miles or biked 10-20 miles a day. Now I can't even walk 5 blocks. Knee is unstable. (B)(4). Other medications: none.